Manufacturer narrative:
Evaluation of the device is in progress. A supplemental report will be submitted once the evaluation is completed.

Event description:
It was reported that the arterial flow was over reading by approximately 190 ml per minute.

Event description:
It was reported that the arterial flow was over reading by approximately 190 ml per minute.

Manufacturer narrative:
It has been confirmed that the reported event did not occur.